Event description:
Localized infection developed in pt post-operatively after implantation of spine system implants. Re-operation performed 9/19/96. Physician also found nuts were not tightly placed on screw/rod. No add'l info on pt status or event available at this time. Add'l data has been requested from the physician. According to hosp/staff, infection issue is not isolated to this event or spine system implants. This event is occurring below the frequency and severity that are usual for these devices.